Manufacturer narrative:
H3 - device evaluated by mfg? Device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the balloon included in arndt endobronchial blocker set deflated during the preoperative preparatory examination. A shift and leakage of the balloon was detected, and subsequent testing confirmed the deflation. A new device was opened to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: upon device return to the manufacturer for investigation on 14apr2025, it was determined that there was only asymmetrical inflation of the balloon. There were no leaks identified during functional testing. This event is no longer reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. An MDR guidance for manufacturers issued in 1997 stated that once a malfunction has caused or contributed to a death or serious injury, a presumption that the malfunction is likely to cause or contribute to a death or serious injury has been established. This presumption will continue until either the malfunction has caused or contributed to no further deaths or serious injuries for two years, or the manufacturer can show through valid data that the likelihood of another death or serious injury as a result of the malfunction is remote. A detailed review of complaint history, using a validated report, revealed that there have been no deaths or serious injuries, per 21 cfr part 803.3, due to "irregular/asymmetric inflation of the balloon" of an arndt or cohen endobronchial blocker, from (B)(6) 2020 through (B)(6) 2023. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This complaint no longer meets the definition of a reportable event. See h11.